Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60 cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000101928.

Event description:
It was reported that following recent trauma the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Correction: e1 - reporter establishment name corrected. Correction: a4 - patient weight corrected. Correction: d4 - product information corrected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the right lead was replaced to address the issue.